Event description:
Customer reported a button error on the insulin pump. The blood glucose reading was 132 mg/dl. She stated that the insulin pump was against her skin and that she was sweating. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window, scratches on the reservoir tube window and battery cap coin slot stripped.